Event description:
The device was reportedly overheating during testing at the user facility. There was no patient involvement reported.

Manufacturer narrative:
Additional information: d9

Event description:
The device was reportedly overheating during testing at the user facility. There was no patient involvement reported.